Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, premature battery depletion was observed. Additionally, it was noted there were abnormal impedance measurements. It was indicated the patient would be hospitalized. Boston scientific technical services (ts) and engineering reviewed the available data and indicated there appeared to be a hardware issue with the device. As a result, the device and electrode were explanted and replaced, no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.